Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak. The customer stated they noticed the leak during the priming/fill tubing process in the reservoir barrel. The leak did not pass the first or second o ring. Customer¿s blood glucose was 358 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.